Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The pump was received with minor scratched lcd window, peeling keypad overlay, missing retainer, broken reservoir tube lip, cracked battery tube threads, missing reservoir tube 0-ring, and cracked case at belt clip rails near battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had cracked case and cracked reservoir compartment. It was reported that the pump would be replaced and returned for analysis. No further information provided.